Manufacturer narrative:
The complaint was verified. The device analysis found anomalies in pulse amplitude levels, pacing polarity, current drain and measured data both as received and after the device was cut open and connected to external power supply. However, these anomalies could not be reproduced on the hybrid level. Thus, the root cause for these anomalies could not be determined. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that the patient experienced dizziness. Interrogation of the device revealed atrial and ventricular loss of capture, loss of sensing and low impedance. The device was explanted and replaced to resolve the event. The patient was stable following the procedure. Related manufacturer reference number: 3010215456-2015-29433, 3010215456-2015-29377.